Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal attempt. The customer's blood glucose reading was 437 mg/dl at the time of incident. Troubleshooting found that the cannula was bent and that the tape sometimes does not adhere to the customer's body. Customer was advised to follow up with their doctor regarding tape adhesion and high blood glucose.